Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6)2012. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. It was felt that high threshold on the left ventricular lead contributed to the battery depletion of the device. The device and the left ventricular lead were explanted and replaced. No patient complications have been reported as a result of this event.